Event description:
During index procedure, the patient had one endeavor rx drug-eluting stent successfully deployed at distal rca. Approximately 30 months post index procedure patient expired due to acute pulmonary edema and aspiration pneumonitis. Investigator indicated that there was no relationship with the study product.

Event description:
The previously reported death was non-sudden, non-cardiac death. Cause of death was indicated as angiocholitis.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (death). (B)(4).